Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a procedure performed on an unknown date. According to the complainant, during the procedure, clip did not discharge. No patient complications have been reported as a result of this event. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Block b3: date of event was approximated to (B)(6) 2019 as the event date is unknown. Block e2: health professional was approximated to yes as the initial reporter name and occupation are unknown but the event was reported to have occurred at a health care facility. Block h6: problem code 2906 captures the reportable event of clip did not discharge. Block h10: investigation results: the returned resolution 360 clip device was analyzed, and a visual evaluation noted that the clip assembly was returned attached to the device. Microscope examination was performed, and it was noted that no activation had been performed. Functional evaluation was performed; the clip arms were able to open and close and the clip released from the catheter successfully. Additionally, x-ray analysis was performed on the device, and no discernible defect could be seen. Dimensional analysis was performed on the outer diameter of the bushing, and it was within specification. A dimensional analysis was performed between the hooks of the bushing to further analyze the deployment issue, and both sides a and b were confirmed to be out specification. Additionally, the bushing tabs were measured and it had similar measurement on each sides. No other issues with the device were noted. The reported event was not confirmed. No failures were found that could have reduced the performance of the device during the procedure. The returned device review showed no evidence of either the alleged(s) or any defect which could have contributed to the event. Therefore, the most probable root cause for this complaint is no problem detected. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Manufacturer narrative:
Date of event was approximated to (B)(6) 2019 as the event date is unknown. Health professional was approximated to yes as the initial reporter name and occupation are unknown but the event was reported to have occurred at a health care facility. (B)(4). The device has not been received for analysis. Should the device become available for analysis and there is any further relevant information, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a procedure performed on an unknown date. According to the complainant, during the procedure, clip did not discharge. No patient complications have been reported as a result of this event. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.